Manufacturer narrative:
H3 other text : device not received by manufacturer.

Event description:
The manufacturer received information regarding an everflo device. The device was returned to a third party service center. As per the work order received, the device had alarms that were confirmed. The everflo sieve integrated valve was dusted, the filter was dirty, and the hardware was leaking. The opi pca o2 sensor was defective, the rear cabinet assembly was cracked and the shipping carton was missing. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.